Event description:
The veterinary physician reported that while performing a therapeutic procedure of placing a one step button in an animal, the rounded dome broke off the tube at the seam. The dr indicated that he then reached into the stoma site and retrieved the device. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.